Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gram, every 5 days, route and duration were not reported) and ceftazidime injection (1 gram, daily, route and duration were not reported) for the event. Twelve days after the onset, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.